Event description:
During baxter's functional testing, it was discovered a spectrum pump had constant upstream occlusion alarms. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The symptom of "constant upstream occlusions" was reproduced and confirmed through eval. Eval found the upper fluid number reading to be below spec, which can make the pump more sensitive to false upstream occlusion alarms. The upstream sensor was replaced.